Manufacturer narrative:
It was reported to philips, that the device has a faulty lead wire. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the lead wire. Which was replaced. And the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device has a faulty lead wire. There was no reported patient involvement.